Event description:
It was reported that while using the bd preset¿ eclipse¿ there was damage to the body of the syringe causing blood to leak. There was no patient impact. The following information was provided by the initial reporter: " during arterial sampling of a patient for blood gas, blood leaked from the body of the syringe. The doctor noticed the defect at the time: "melted" appearance and alteration of the plastic making up the body of the syringe."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ there was damage to the body of the syringe causing blood to leak. There was no patient impact. The following information was provided by the initial reporter: " during arterial sampling of a patient for blood gas, blood leaked from the body of the syringe. The doctor noticed the defect at the time: "melted" appearance and alteration of the plastic making up the body of the syringe."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 26-oct-2023. H.6. Investigation summary: this complaint has been confirmed. Bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged barrel / leakage was observed. The customer samples were evaluated by visual examination and the indicated failure mode for damaged barrel / leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the issue of damaged barrel / leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged barrel / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.